Manufacturer narrative:
(B)(4). Physio- control evaluated the customer's device and verified the reported issue. It was also observed that the device would power off by itself. The customer will be provided with a replacement device. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device would not complete it's boot-up cycle during inspection. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker failure analysis center further evaluated the customer's device and observed that the flex cable connected to the on/off button had folded over.the cause of the reported issue was determined to be the folded over flex cable.

Event description:
A customer contacted physio-control to report that their device would not complete it's boot-up cycle during inspection. There was no patient use associated with the reported event.